Event description:
Subsequent to the previously filed medwatch, additional information received indicated that there was no difficulty removing the gripper line cap. The clip was positioned satisfactorily on the leaflets after 2-4 grasping attempts. The manipulation of the clip delivery system (cds) steering m/l knob, the sgc +/- knob and the turning the sgc guide in the anterior/posterior direction several times were performed in an attempt to try to release the gripper line. It was unknown if the patient was prescribed additional medication beyond the standard anticoagulation therapy given due to the gripper line remnant that remained in the anatomy.

Event description:
It was reported that during a mitraclip procedure, after the clip has been placed on the mitral valve, the gripper line was tested for removability and passed. However, during removal of the gripper line, after approximately 30cm of the gripper line had been pulled out of the device, it became stuck and could not be removed from the clip. The physician cut both ends of the gripper line at the incision of the femoral vein leaving approximately 80-90cm in the anatomy. The clip was deployed with the gripper line attached to the implanted clip. Approximately 80-90cm of the gripper line remains in the anatomy. The degenerative mitral regurgitation grade was reduced from 4 to 2. Post procedure, the patient was clinically stable and was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Cds was not separated more than 1cm from the implanted clip. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. Potential causes for the reported mechanical jam (unable to remove gripper line) are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions (procedural circumstances influencing the ability to unlock and open the clip). As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no nonconformances identified for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar mechanical jam incidents reported for this lot. The user did not report any issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was initially functioning properly. Therefore, manufacturing can be ruled out as a contributing factor to the reported incident. With regards to patient morphology, there is no indication that the patient morphology was a contributing factor to the reported incident. With regards to user technique and/or procedural conditions, it was reported that the physician had not maintained at least 1cm separation between the tip of the delivery catheter (dc) shaft and the clip during gripper line removal. Per the mitraclip instructions for use, cautionary verbiage states that if less than 1 cm separation is present before or during gripper line retraction, removal may be impaired. Due to the proximity (less than 1cm) between the dc tip and the clip, it is possible that the radiopaque tip ring may have come in contact with the clip during the gripper line removal process. While it cannot be confirmed, this interaction may have damaged the gripper line, such that the line could not be removed. Therefore, user technique and/or procedural conditions cannot be ruled out as a contributing factor to the reported incident. Based on the information reviewed, it was determined that the cause for the reported mechanical jam (unable to remove the gripper line) could not be definitively determined; however, the most likely cause is attributed to the proximity in which the tip of the dc shaft was with the clip (less than 1cm). As the gripper line was being removed, it is possible that beating of the heart may have caused the dc tip to interact with the gripper line and the clip, causing the gripper line to be jammed into the clip. Due to this interaction, the gripper line could no longer be removed, resulting in the reported incident. Based on the information reviewed, there is no indication of a product deficiency.